Event description:
A malfunction alarm regarding altitude was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. The issue occurred on a previous day, and the customer's insulin was not suspended. The customer did not need to replace the cartridge and was provided tips for preventing altitude alarms. Subsequently, the caller was able to resume insulin with the original cartridge.